Event description:
During a novasure endometrial ablation on (B)(6) 2011, on an anteverted uterus, several unsuccessful cavity integrity assessment (cia) tests were done along with several hysteroscopies while using the first device. No perforation was seen and a second disposable device was used. The cia test passed and the ablation cycle started. The physician manually stopped the ablation cycle after 1 minute 35 seconds because the controller was making "weird noises." No post hysteroscopy was done and the pt was discharged home. Approximately 18 hours later, the pt reported to the ER (emergency room) with "severe abdominal pain and an acute abdomen. Free air was seen in the abdomen on radiologic studies." A laparotomy was done and the surgeon found a "large uterine perforation at the fundus measuring approximately 4-5cm in diameter." Also seen was a "perforations on the small bowel and colon requiring a bowel resection and a colostomy." Treatment also included a hysterectomy. The pt was report in the ICU (intensive care unit) for blood pressure control for the night and moved to a regular floor the next day. She was discharged home in approximately 10 days. On (B)(6) 2012 the physician reported that the pt is doing "fine."

Manufacturer narrative:
The one disposable device was returned on 01/18/2012. The radio frequency controller was returned to the manufacturer on 01/12/2012. The manufacture date of the disposable devices was 05/18/2011. The radio frequency controller is 12/2007. Device history record (DHR) review was conducted for the identified lot number and serial numbers of the 2 disposable devices. No abnormalities were found related to the reported info. These devices passed final testing prior to release. Device history record (DHR) review was conducted for the radio frequency controller. There were no reworks or observations noted at time of manufacture. No relationship can be established between DHR and current complaint. Reference internal complaint (B)(4).